Event description:
The patient was charging more than she expected-every other day (device (B)(4)). Upon calculation of the estimated recharge interval the frequency appeared to be appropriate, 2.66 days for one group and 2.04 days for the other; within a few weeks of implant the amplitudes had increased dramatically. The patient had two systems and it was noted that the other ins required charging every 2-3 months (device nkf715646h). The patient was getting excellent pain relief though she was unhappy about the frequency of recharging and it was stated that the ins was flipping (unclear which ins or if both). The lead above the patient's left eye was "popping out" (exact lead not specified); it was not through the skin but was close. The patient was dealing with sores on her scalp that were difficult to heal and she had lost an eye; she had many surgeries due to her disease. She underwent surgery in (B)(6) 2010, to reposition with supraorbital lead and during that time the ins (device nkf723087h) was replaced as well. The patient subsequently experienced a loss of therapeutic effect; she had the sensation of bugs crawling on her scalp and had developed a sore on her scalp from itching. The patient underwent another surgery in (B)(6) 2010 in which a new supraorbital lead was implanted to gain better coverage of the pain above her eye and in the area of her nose. The existing occipital lead was disconnected from the ins and left in place for possible future use. The patient's new ins decreased her recharge interval. No complications were reported. Further information is being requested at this time.

Manufacturer narrative:
(B)(4)